Event description:
Device result was 137 mg/dl. The user wasn't feeling well and went to the ER one hour later. Patients glucose was 33 mg/dl on an ER meter. Patient was treated with a glucose IV. Controls were not used. The device was replaced and requested to be returned for evaluation.